Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was in nine hundred and eighty-five (985) exactamix vented, high-volume inlets. The pm was described as, ¿hair, fiber, black spots in the tube or pouch¿. This issue was detected during inlet inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.